Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and telescope with the telescope detached in the anchor housing section.

Event description:
It was reported that patient complications occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion and the catheter and the sled were prepared appropriately. The catheter was inserted and when pullback was attempted, the catheter would not pullback. The motor drive unit was removed and reinserted into the sled, but pullback would not start. A new sled was opened and pre and post ivus for the lad were performed. The circumflex artery was also diseased and was wired. When the opticross catheter was inserted, the transducer would not advance out of the guide catheter. The patient started to have chest pain, so the catheter was removed, and an angiogram was taken. Air embolism was observed, and the lad had no blood flow. The patient was given vasodilators and within a few minutes the lad was open, and the patient recovered. The procedure was completed successfully without ivus. After the case, the catheter was inspected, and it was noted that a part near the hub was broken which stopped the sled from pulling back.

Event description:
It was reported that patient complications occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion and the catheter and the sled were prepared appropriately. The catheter was inserted and when pullback was attempted, the catheter would not pullback. The motor drive unit was removed and reinserted into the sled, but pullback would not start. A new sled was opened and pre and post ivus for the lad were performed. The circumflex artery was also diseased and was wired. When the opticross catheter was inserted, the transducer would not advance out of the guide catheter. The patient started to have chest pain, so the catheter was removed, and an angiogram was taken. Air embolism was observed, and the lad had no blood flow. The patient was given vasodilators and within a few minutes the lad was open, and the patient recovered. The procedure was completed successfully without ivus. After the case, the catheter was inspected, and it was noted that a part near the hub was broken which stopped the sled from pulling back.